Event description:
It was reported that during the implant procedure, the lead was connected to the ICD, but while putting the ICD in the pocket, noise/oversensing was noted on the rv egm channel. This noise was reproduced by touching the lead near trifurcation, both with ICD and with analyzer. The lead was removed and replaced. Patient status is "good". The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies found, outer tubing overlay breached cut.